Event description:
The customer contacted physio-control to report that their device would not complete the boot-up cycle. As a result, defibrillation was not possible. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4): physio-control examined the customer's device but was unable to duplicate the reported failure.physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
Physio-control completed extensive testing on the device but was still unable to duplicate the reported failure. As a precaution, physio-control replaced both the system controller (sc) pcb and the user interface (ui) pcb assemblies and after observing proper device operation through functional and performance testing the unit was returned to the customer for use. Physio further examined both the removed sc and ui pcb assemblies but no operational or visual discrepancies were observed. The cause of the reported failure could not be determined.